Event description:
It was reported that the pulse generator exhibited far p wave and far r wave oversensing. Inappropriate mode switching was observed. Impedance measurements could not be obtained while manipulating the pocket. A chest x-ray revealed that the atrial lead was not fully inserted into the header of the pulse generator. The device was reprogrammed and the patient would be monitored.